Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, at the first firing, when resecting the lung parenchyma, the surgeon clamped the tissue within the reload jaws proximal to the jaws root, then pressed the green button and did a long press of the down button of the center control of the powered handle. During the pressing of the button, the motor sounded for about 10 seconds when the firing was advancing. The surgeon felt firing speed was slower than usual. The surgeon did not press the up button on the center control, but the jaws of the reload opened. When checking the tissue, it was found the knife had not advanced and the stapler had only fired two or three firings. The procedure was completed with another device. There was no patient injury.